Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: event description updated to include additional information provided by the affiliate.

Event description:
Additional information provided by the affiliate reported the case was cancelled due to the reported malfunction and the same device was utilized in a similar case. It was also reported that since the foot switch was broken the hand controls or generator controls could not be utilized for the case because the surgeon deemed the unsuitable for the case.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated at the service and repair center. The complaint reported of the device frequency not working as usual could not be confirmed. However on inspecting the device, further deficiencies were found to be impairing device function. It was found that the ventilator assembly was defective and the fan on the fan-bracket was also defective. The software of the device was modified and tested. The unit was cleaned, its accessories checked and was newly calibrated. Also the ventilator assembly was replaced. Since the reported condition is not confirmed,the root cause for the reported failure cannot be determined. Given the information provided we cannot discern a definitive root cause for the identified failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/02/2017 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) via phone that during shoulder acromioplasty, it was observed that the vapr vue generator frequency was not working as usual that it needed service. There was a delay of half an hour before patient had to eventually be cancelled. The procedure was not completed as there was no alternative product available. There was patient involvement reported. It was not reported if there was any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.